Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she kept getting a threshold suspend alarm that said that her blood glucose was low. Customer stated that she received calibration errors a week and a half ago. Customer stated that the sensor was raised a bit and when she looked, the catheter was full of blood. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer stated that she had a small hematoma at the site where the sensor was removed and discarded. Customer stated that the site is not actively bleeding. Customer removed the sensor and found the cannula was straight. Customer was advised to change the sensor and insert in a different location and monitor the site.